Event description:
The patient received her ipg on (B)(6) 2008. It was reported the patient had not used the scs system in about 2 years. The patient's husband inquired if it would be possible to charge the ipg. The sjm representative provided instruction for charging the ipg, requesting the patient charge fully if it was possible. Two follow up attempts identified the patient had not yet tried to charge her ipg, so it is unknown if the device is operable or not. The next course of action is to be determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.